Manufacturer narrative:
There was/were 1 case(s) with a sample received for evaluation, a result code of improper material and a conclusion code of operational context caused or contributed to event. There was/were 4 case(s) with a sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of cannot complete investigation, incomplete device returned. There was/were 245 case(s) with no sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device not returned. There was/were 2 case(s) with a sample received for evaluation, a result code of incomplete device returned and a conclusion code of cannot complete investigation, incomplete device returned. There was/were 1 case(s) with a sample received for evaluation, a result code of contamination by foreign material and a conclusion code of device received in condition making evaluation impossible. There was/were 5 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of failure to follow instructions. There was/were 8 case(s) with a sample received for evaluation, a result code of no failure detected and a conclusion code of no failure detected, device operated within specification. There was/were 7 case(s) with no sample received for evaluation, a result code of improper material and a conclusion code of device not returned. There was/were 6 case(s) with a sample received for evaluation, a result code of manufacturing process problem and a conclusion code of manufacturing deficiency. There was/were 118 case(s) with a sample received for evaluation, a result code of operational problem and a conclusion code of operational context caused or contributed to event. There was/were 1 case(s) with a sample received for evaluation, a result code of no results available since no evaluation performed and a conclusion code of device received in condition making evaluation impossible. There was/were 1 case(s) with a sample received for evaluation, a result code of packaging compromised and a conclusion code of manufacturing deficiency. The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes e2000003 399 reported events for q1 2018. There was/were (B)(6) unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code bent. There was/were (B)(6) male, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device damaged prior to use. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 5 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code sticking. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code dent in material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 21 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 4 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 unknown gender, (B)(6), unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 3 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code material deformation. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code bent. There was/were 3 female, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 5 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code device or device component damaged by another device. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were (B)(6) unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code material opacification. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code break. There was/were (B)(6) unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 19 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 55 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code break. There was/were 22 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 15 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code crack. There was/were 2 male, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 86 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 3 male, unknown age, unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 6 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 6 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code folded. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code sticking. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code sticking. There was/were 9 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code torn material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code use of device issue. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code break. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code crack. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 13 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code failure to fold. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code foreign material present in device. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code inaccurate delivery. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 2 female, unknown age, unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code scratched material. There was/were 1 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code wrinkled. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 male, unknown age, unknown weight patient(s) with reported event(s) of device code defective item. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code difficult to fold or unfold. There was/were 1 male, (B)(6), unknown weight patient(s) with reported event(s) of device code failure to advance. There was/were 1 female, unknown age, unknown weight patient(s) with reported event(s) of device code failure to unfold or unwrap. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code hole in material. There was/were 2 unknown gender, unknown age, unknown weight patient(s) with reported event(s) of device code split. There was/were 1 female, (B)(6), unknown weight patient(s) with reported event(s) of device code bent.